Manufacturer narrative:
510 (k) number; k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted as the investigation of this event and the conclusion of this investigation is complete. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for echo-hd-19-c of lot number c1294503 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1294503. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. It was confirmed that the needle could not be retracted into the sheath. A definitive root cause for the customer complaint could not be determined from the available information. A possible cause could be attributed to a broken needle. This needle break may have occurred due excessive force being applied causing the needle breakage when attaching or detaching the device to the scope. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted as the investigation of this event and the conclusion of this investigation is complete. Initial report details: during ecoendoscopy, the needle did not exit the catheter, preventing the puncture. There was no harm to the patient.

Manufacturer narrative:
510 (k) number; k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Document review prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review the notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4 ). Root cause review a definitive root cause for the customer complaint could not be determined from the available information. A possible cause could be attributed to a kink/bend of the needle. This needle kink/bend may have occurred during procedure while the endoscope was in flexed or twisted position. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During "ecoendoscopy", the needle did not exit the catheter, preventing the puncture. There was no harm to the patient.